Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the instrument displayed no abnormalities. Visual inspection noted the single use loading unit (sulu) was received fully applied with the interlock engaged. Damage was noted to the knife blade and cracks were noted on the surface of the loading unit. The sulu was reset and loaded into the returned instrument. The sulu and instrument were applied to test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the knife blade damage and cracks on the surface of the loading unit may occur if the loading unit and knife blade was applied over an obstruction or thick tissue during clinical application. The instructions for use (IFU) states that if the tissue cannot comfortably compress to the minimum requirement, the tissue may be too thick or too thin for the selected staple size. The root cause of the observed damage was the product not being used as indicated which would have caused or contributed to the reported incident. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colon cancer procedure, the device blade didn't come out when the fire started. The product has been replaced to complete the case. There was no patient injury.